Event description:
Customer reported that the insulin pump had absence of no delivery alarm. Customer stated that the customer clamped the tubing ran a five unit fixed prime and the insulin pump did not alarmed and no insulin came out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.